Event description:
A hospital in (B)(6) reported that the gas outlet port of an rd900 infant resuscitator had broken off. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned complaint neopuff was visually inspected. Results: it was observed that the gas outlet port was broken off. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The hospital had furher reported that the rd900 in question was mounted on the outside of a hillrom resuscitair and that there was a likely chance that something might have hit against it as it was protruding outside the frame of the hillrom device. It is therefore most likely that the damage to the neopuff gas outlet port was caused by impact. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient"